Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device's handle could not be closed. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #702501441:post market vigilance (pmv) received one ta* 45-3.5 single use reloadable stapler opened by the account without packaging. The product will expire on 2022 (B)(6). The visual inspection of the returned product noted the instrument was received loaded with a fully fired 3.5mm sulu. Identifying witness mark from automatic firing fixture was present on instrument handle. Pmv performed functional testing; the sulu was reset. The jaw closes smoothly. The pin slide advances fully. The handle actuates smoothly into pre-clamped and clamped position. The jaw opens, handle unlocks, and pin slide retracts when black release button is depressed. The instrument and sulu were cycled with acceptable results. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device's handle could not be closed. They then opened another device to resolve the issue. There was no patient involved.